Event description:
During an elective laparoscopic nephrectomy for harvest of a donor kidney, the stapler used to dissect the renal artery misfired. Brisk bleeding was immediately noted from the staple line upon opening the stapler. Patient sustained approximately 1.5l blood loss. The patient needed intraoperative consultation for vascular surgery to repair the artery. The patient required blood product resuscitation and ICU care post operatively. Manufacturer response for stapler, endovascular electronic gia-30 stapler (per site reporter).